Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient that there were no changes and nothing unusual happened that led to charging taking too long. Patient stated that she received a new charging belt, but have always had a problem with the unit getting hot during charging. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product type: recharger, product ID: 37791, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that belt kept breaking. The belt broke on the 5th or 6th. It took a long time to charge. Since it took so long to charge the ins, the insr antenna got really hot. It got so hot it felt like it was burning her skin. Patient did not see the thermometer icon when they recharge. Signs of irritation was burns. No further complications were reported.